Event description:
The consumer was sitting in the chair when the chair allegedly took off on its own, turned to the right and hit the hospital bed. The allegedly resulted in the consumer breaking their toes.

Manufacturer narrative:
Consumer alleged the chair hit a hospital bed, and allegedly broke their toe. Programming settings/adjustments of the chair are unknown at this time. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Device had been in service for 5 years, and is no longer in warranty. MDR filed based on alleged unconfirmed serious injury.